Event description:
The pt reportedly sustained head trauma while playing soccer. Two days following this event, the pt reportedly was unable to hear while using the sound processor. In 2003, the pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.